Manufacturer narrative:
(B)(4)

Event description:
It was reported when the patient presented to perform a generator changeout for an unrelated reason, fluoroscopy revealed externalized conductors. No electrical anomalies were detected. No intervention was suggested. The patient will continue to be monitored.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 39.0-39.2cm from the distal tip, consistent with lead friction to the device can. The etfe coating was intact at this location. Externalized conductors due to internal insulation abrasion were noted at 8.1-11.6cm and 17.5-19.6cm from the distal tip. Internal insulation abrasion was noted at 13.2-14.2cm from the distal tip. The etfe coating was abraded at these locations.

Event description:
New information received states the lead was explanted and replaced during an elective device upgrade procedure. No further information is available.